Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician cannulated into the bile duct using the hydratome rx 44 and the preloaded hydra jagwire guidewire was advanced through the hydratome rx 44 into the bile duct. After confirming that the device was already into the bile duct using contrast agent, the physician then asked the technician to bow the device to perform sphincteroplasty. The technician pulled the handle in order to fully bow the device; however, the hydratome rx 44 only partially bowed. It was noticed that the wire anchor had dislodged from the catheter. No part of the cutting wire detached and fell into the patient. It was reported that they took out the device from the endoscope and tried to bow; however, it did not resolve the problem. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician cannulated into the bile duct using the hydratome rx 44 and the preloaded hydra jagwire guidewire was advanced through the hydratome rx 44 into the bile duct. After confirming that the device was already into the bile duct using contrast agent, the physician then asked the technician to bow the device to perform sphincteroplasty. The technician pulled the handle in order to fully bow the device; however, the hydratome rx 44 only partially bowed. It was noticed that the wire anchor had dislodged from the catheter. No part of the cutting wire detached and fell into the patient. It was reported that they took out the device from the endoscope and tried to bow; however, it did not resolve the problem. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the distal pierce hole was torn which was consistent to the finding when device was observed under magnification. This condition caused the wire/anchor to dislodge from the working length. Dimenstional and functional evaluation were not performed due to the condition of the device. No other problems with the device were noted. The reported event of wire/anchor dislodged was confirmed. Upon analysis, it was found that the wire/anchor had dislodged from the working length. Additionally, the distal pierce hole was torn. Based on the condition of the device, the problem found could have been caused due to factors encountered during the procedure, the interaction with another device and/or the manner as the device was handled. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.